Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicate that the insulin pump had button unresponsive issue. Customer reported that the button need to push multiple time. Customer reported that the center button was unresponsive and number was not ramping on the screen. Customer stated that the block mode was inactive. Customer reported that the issue was persist even after battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.